Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the investigation results, it is likely that the following factors led to the malfunction: the universal cord malfunction caused the image to flicker, and the light guide bundle was slightly interrupted and weakened at the insertion part due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device exhibited image flickering, component failure of the universal cord, and slight interruption and weakening of the light guide bundle at the insertion part. There was no patient involvement